Event description:
Revision surgery performed about 9 years and 2 months after the primary surgery due to pain, fractured of the greater trochanter with observed osteolysis, and acetabular osteolysis. The surgeon also noted decentralization of the head. We don't have the confirmation that a revision has been performed but it is very likely. No other information is available at the moment.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: impending revision on a male patient of 75 years, 9 years after primary cementless tha. The cause of revision is a trochanteric fracture. This may be the consequence of an extended osteolytic process, which affected both femur and pelvis. This is possibly due to abnormal pe wear, as can be seen from the eccentric position of the femoral head. There is no information as to the type of polyethylene that was used at index operation, as there is no hint on the weight or activity level of the patient. The visible wear is rather macroscopic. In case of a highly crosslinked liner, we would expect to see a damaged metal head to be associated with such abnormal wear, or that hard third bodies were trapped in the articulation. It is also possible that a standard pe liner had been used, we have no information available, but even in this case the amount of visible wear is rather important and we would expect to see a concurrent cause.